Event description:
It was reported that the customer had blood glucose levels over 500mg/dl. The customer also reported leaks and air bubbles in their reservoir. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.